Manufacturer narrative:
Batch review performed on 23 september 2019. Lot 140747: 86 items manufactured and released on 30-apr-2014. Expiration date: 2019-03-30. No anomalies found related to the problem. To date, 86 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager. Late infection in cementless tha, more than 5 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional implant involved: cup: versafitcup cc trio 01.26.45.1150 acetabular shell cc trio no-hole ø 50 (k122911) lot. 140831. Batch review performed on 23 september 2019. Lot 140831: 100 items manufactured and released on 17-apr-2014. Expiration date: 2019-03-30. No anomalies found related to the problem. To date, 99 items of the same lot have been already sold without any similar reported event.

Event description:
Loosening due to infection of an amistem h 2 std and versafitcup cc trio 50mm. Stem and cup were successfully revised. More than 5 years after primary surgery.